Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed. Further investigation revealed a damaged motor, bearing, press plug and other component parts. Corrosion damage to the socket and socket assembly was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro sagittal saw was sent in for repair for running while on safe mode. The event occurred during surgery, no adverse event was reported. The procedure was completed with the same device; no procedure delay was reported.